Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer reported a issue. The customer reported the unit was connected to the power strip. The customer made sure that the power cord was securely connected. Tac instructed the customer to try connecting it to a known good power strip and connect it to a known good working wall outlet. The customer stated the unit still does not power on. The customer had the same problem when trying to connect it directly to the wall outlet. Tac advised the customer to send the unit in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the video system center was not powering on. There were no reports of patient harm associated with this event.